Event description:
The hospital reported that during the coronary artery bypass graft surgery, the last two loops didn't unravel completely during removal process. The seal was removed without tearing the anastomosis. No patient complications were reported by the hosptial.